Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the device was analyzed and no anomalies were found.

Event description:
It was reported that the patient was not getting the rate response necessary during exercise from the minute ventilation sensor. The device was explanted and replaced. No patient complications have been reported as a result of this event.